Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem, pn unknown, ln unknown; m2a-magnum mod hd sz 52mm, pn 157452 ln unknown; unknown cup, pn unknown, ln unknown; unknown liner, pn unknown, ln unknown. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-06739, 0001825034-2018-06740, 0001825034-2018-06741, 0001825034-2018-06742. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that patient was noted to have aspiration with cultures negative and stool positive for c-diff approximately two months post initial hip arthroplasty. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.